Event description:
It was reported that the patient was experiencing pain that was related to the implantable cardiac monitor (icm). The icm was explanted and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.